Event description:
It was reported that the ipg was non-functional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.